Event description:
It was reported that the ventilator during use had an error code indicating ventilator restarted. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Reportedly, the unit would then not power on. The customer troubleshot with technical support and confirmed the error code in the ventilator diagnostic logs. The customer was advised to replace the central processing unit (cpu).

Manufacturer narrative:
It was noted that the customer was using a remote alarm cable, and the device reported as having alarmed. The customer provided significant event log; however, no other errors were observed other than the 1101 code which was immediately preceded by code 3007. The rse recommended reinstalling the operational software. It was also discussed to replace the cpu pcba. The customer was provided with the part ID. During follow up with the customer, it was reported that reinstalling the software resolved the issue. The device was returned to service.